Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and successfully resolved the issue by doing so, enabling them to resume their insulin therapy.